Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned insert did not confirm the stated failure. There is slight damage to the locking area from attempted insertion. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a tka, the legion ps high flex xlpe size 3-4 12mm would not seat into tibia base tray. Backup item was opened and seated correctly. There was no significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.